Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator experienced system alarms. The alarms could not be resolved. The operator reported that they spent too much time trying to resolve the alarm and determined that the disposable set was clotted precluding rinseback of the pt's blood. A blood loss of 210cc occurred. No med intervention was required.

Manufacturer narrative:
Reported system alarm most likely caused by a dirty blood leak detector. Nxstage tech support was contacted for assistance the following day when the system alarm recurred. Operator was advised to clean the blood leadk detector. The treatment was restarted and the alarm did not recur after the detector was cleaned nor have there been any similar problems reported. Device labeling includes instruction to clean the blood leak detector monthly. Device labeling also includes appropriate troubleshooting instructions and states if not able to remedy alarms promptly, to discontinue the treatment. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage med considers this report closed. No additional info will be provided.